Event description:
It was reported that when using the bd pyxis¿ es server, orders was not crossing over to meditech. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) investigated the reported concern by remotely accessing the server and the affected station and confirmed the application version in use. The tss reviewed system data, verified that messages were processing correctly, and confirmed that medication inventory status was accurate and available. Functionality at the station was validated and no issues were observed with medication dispensing or system communication. The tss followed up with involved staff, reviewed findings with the customer, and clarified that the reported discrepancy originated from the external system and required review by the customer team. The findings were communicated through email, and the case was proceeded toward closure as the issue was determined to be outside the station system. The system functioned as intended after the technical support specialist inspected the issue.